Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett (cse) verified the malfunction but was not authorized to repair the ventilator. As per hospital biomed, they will complete the service.

Manufacturer narrative:
The puritan bennett (cse) verified the malfunction but was not authorized to repair the ventilator. As per hospital biomed, they will complete the service.